Manufacturer narrative:
Evaluation summary: customer reported no video image. The customer stated the camera is not working at distal end. The customer also stated there were no patient/user injuries, adverse events, delay or medical intervention reported. Therefore, we checked the returned unit and confirmed that the electrical connector deformed. Based on the result, we concluded that it was caused due to the physical damage applied on the electrical connector. In addition, we confirmed that the bending rubber leaky, the u/d knob corroded, the bending rubber cut, the electrical connector corroded, and the light guide cable scratched; however, they are not the main cause, and/or irrelevant to the alleged complaint.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) region involving pentax video scope eb-1170k. In the event reported, it was stated that there was no video image, scope cuts out. The anomaly occurred in the procedure room during use. The customer stated the camera is not working at distal end. The customer also stated there were no patient/user injuries, adverse events, delay, or medical intervention reported. The device was returned to pentax medical service facility on service order (B)(4) and is currently pending evaluation. A review of the service history indicates the device was not routinely serviced at a pentax service facility. On 08-sep-2021, a device history record (DHR) review for model eb-1170k, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 05nov2007 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. No other information provided.